Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One used ?portal? Was received with a section of catheter over the outlet tube and an unattached length of catheter measuring approximately 8 1/2 inches in length. Visual inspection found the catheter had broken away from itself where it had been connected to the ?portal?. The surface of the break itself is rough in appearance with multiple slits/cracking and was located at the maximum diameter of the outlet tube. Unknow exactly what forces the catheter had been subjected to or how and could be related to patient system placement or patient anatomy. This ?pac? System was manufactured in august 2016, was implanted in december 2018, and removed in may 2023. Shelf life is 5 years, device was implanted for 7 years. The complaint was confirmed, and a root cause could not be identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on (B)(6) 2018, the ?seat" was buried in the chest wall, and on (B)(6) 23, 2023, the patient reported that he was ?unwell". The connection between the catheter and the port seat was found to be broken in the emergency department. The broken end of the catheter slipped to the brachiocephalic vein, and the tip fell to the heart position. The ruptured catheter was removed by interventional vena cava foreign body removal in the interventional department.